Event description:
It was reported that during a da vinci prostatectomy procedure, a cable on the prograsp forceps instrument appeared to be loose at the jaw. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was loose at the distal clevis hub. Both cable crimps remained in the clevis. Upon removal of the instrument housing, the pitch cable was found to be derailed at the clamping pulley, which may have caused the loss of tension near the grip. The clamping pulley screw was not loose. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was frayed at the distal clevis hub. No other damage or wear marks were observed on the clevis. There were scratches on the surface of the pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The clamping pulleys were corroded at the rails inside of the instrument housing. It was concluded that the corrosion damage likely occurred due to improper cleaning. No other damage was found. 80 - the reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.